Event description:
When used as directed, the target brand (up and up) cleaning and disinfecting lens care system (3% hydrogen peroxide solution), my eyes sting when inserting contact lenses after following doctor's advice and the product directions. I filled the lens container to the line with solution, closed the cap (but not over-tightening), allowed to set overnight (8:00 pm to 6:30 am), and rinsed the lenses with saline solution prior to inserting the lenses. Then my eyes stung so bad I had to immediately remove the lenses. My eyes were very red afterward. I have tried the ciba vision brand solution previously and with no problems. This also occurred a few months ago with the same brand of solution. I returned it to the store and explained what happened. Diagnosis or reason for use: disinfection of contact lenses (johnson and johnson oasys). Event abated after use stopped or dose reduced: yes.